Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual inspections of the returned tasp shims shows signs of repeated use and have one each of components 1 and 2 disassembled and missing. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was determined to be associated with the design of the device and was subsequently redesigned. If any further information is found which would change or alter any conclusions or information, an additional report will be filed accordingly.

Event description:
It was reported that the bearings were missing from the tibial articular surface provisional shims. No adverse events have been reported as a result of the malfunction, as there was no patient involvement.